Event description:
It was reported that during a cryoplasty procedure, the inflation issues occurred. The lesion was located in the superficial femoral artery. The catheter was attached to the inflation unit. The physician was holding the inflation unit and during advancement the balloon began to inflate before it reached the lesion. There was no pt injury or complications. The balloon was deflated and the inflation unit was exchanged for a new one and the procedure was successfully completed. Pt status is reported as "ok".

Manufacturer narrative:
(B)(6). The inflation unit was received back in good physical condition. The unit was powered up and immediately went into all led flashing mode. The downloaded data shows that the inflation unit was powered up and about 2 seconds later the catheter was connected. System detects cylinder pressure and vacuum drawn. Pressure in the balloon reads around - 10 psi which is typical for a new balloon that has never been inflated. The system is in standby mode. About 3 seconds later it aborts and records a "no current in heater" error code. This locks the inflation unit from any further usage by the user. The eeprom on the unit was reset and the unit was connected to a test catheter and during functional testing completed two full treatment cycles with no errors. The heater circuit was visually inspected and continuity tests performed. The wires are all intact. Connection to pcb is good and solid. The thermal fuse and wiring is electrically intact. No opens or breaks in heater circuit. The switch circuit was visually inspected and continuity tests performed. The start button takes different force in order to activate. Brushing against the switch will not turn it on. Switch is mounted securely on the pcb. Switch test good. No intermittent shorts found. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user error as the operational sequence was not followed. The dfu instructions state that the catheter is to be placed in the lesion before attaching the nitrous oxide cartridge into inflation unit and attaching the catheter to the inflation unit. (B)(4).